Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent power source alerts occurred while using multiple power charging supplies. Customer's blood glucose was 171-172 mg/dl. Reportedly, the issue was resolved and customer was able to resume insulin therapy on their pump.